Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/31/2017 with the following findings: the display lens was cracked. The battery was unable to be inserted in the battery compartment due to damaged internal housing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display lens was cracked. This report is made based on results of investigation completed on 05/31/2017.